Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to infection at the insertion site leading to hyperglycemia on (B)(6) 2025.the insertion site was abdomen. The blood glucose level was high. No further information available.